Event description:
It was reported that the pump was explanted and replaced as: "pump near end of life". The hcp was unable to aspirate the catheter through the side port. No patient symptoms were reported. The pump contained morphine 20 mg/ml at a dose of 1.0 mg/day; bupivicaine 10 mg/ml at a dose of 0.5 mg/day and clonidine 100 mcg/ml at a dose of 50 mcg/day. The patient recovered without sequela.

Manufacturer narrative:
Results code used for the catheter.